Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The nozzle and air/water channel were clogged with the foreign material. As a result of component analysis of the foreign material, ftir showed peaks derived from proteins. The foreign proteins might have come from man, protein-based drugs, bacteria, etc. The cause of the foreign material could not be identified, but the there was a possibility of improper or inadequate reprocessing.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the foreign material came out from the air/water channel. There was no report of patient injury associated with the event.